Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during packaging the bd micro-fine¿ pen needles weight discrepancies were identified. The following information was provided by the initial reporter: during the packaging process of puregon with the needle box puregon cart rus there were a lot of rejects on weight differences. This concerns needle boxes puregon cart rus, material number 47286482, purchase order: 4501583549 with organon material number 70038158. A variation of the weight of the needle boxes was observed during production. The weight difference between the needle boxes varied between 0.2 and 0.5 grams. As there are two needle boxes in one final package the maximum weight difference was 2 x 0.5 = 1.0 grams. As our upper tolerance is 0.7 grams, a lot of final packages were rejected. Besides the weight difference a slight color difference between the boxes was observed. The boxes with the lower weight have a bright white background. The boxes with the higher weight have a slightly yellow color. Country of occurrence: the netherlands date of event detection: (B)(6) 2022. Number of units with issue for each batch: about 5000 number of pieces tested for each batch: 20 packages are weighed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616656-2022-00851 was sent in error. Too many too few is not considered to be a reportable malfunction. MFR#: 9616656-2022-00851 is void as a result.

Event description:
It was reported that during packaging the bd micro-fine¿ pen needles weight discrepancies were identified. The following information was provided by the initial reporter: during the packaging process of puregon with the needle box puregon cart rus there were a lot of rejects on weight differences. This concerns needle boxes puregon cart rus, material number 47286482, purchase order: 4501583549 with organon material number 70038158. A variation of the weight of the needle boxes was observed during production. The weight difference between the needle boxes varied between 0.2 and 0.5 grams. As there are two needle boxes in one final package the maximum weight difference was 2 x 0.5 = 1.0 grams. As our upper tolerance is 0.7 grams, a lot of final packages were rejected. Besides the weight difference a slight color difference between the boxes was observed. The boxes with the lower weight have a bright white background. The boxes with the higher weight have a slightly yellow color. ¿ country of occurrence: the netherlands. ¿ date of event detection: (B)(6) 2022. ¿ number of units with issue for each batch: about (B)(4). ¿ number of pieces tested for each batch: (B)(4) packages are weighed.